Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The suspected faulty power supply monitor board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power supply monitor board per the cardiosave service manual and to the ipc-a-610 standard and visual damage was observed to connector j7. The connector was damaged on the upper portion of the connector. The cable would not be secured correctly in the connector with this damage to the connector. This would cause the reported complaint of the unit not turning on in ac mode. Also it was reported that the four screws securing the power supply to the cart were missing. This would allow the power supply to float inside of the unit and cause possible damage to the power supply monitor board. The national repair center could not test the power supply monitor board due to the damage to the connector. The power supply monitor board is being retained in the national repair center per procedure.

Event description:
It was reported that during a service/test performed by a getinge authorized contract employee, the cardiosave intra-aortic balloon pump (iabp) could not turn on despite the power cable being connected. It was noted that the iabp unit was able to be turned on with the battery and no power cable, but with no battery and just with the power cable, the iabp unit would not start up. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during a service/test performed by a getinge authorized contract employee, the cardiosave intra-aortic balloon pump (iabp) could not turn on despite the power cable being connected. It was noted that the iabp unit was able to be turned on with the battery and no power cable, but with no battery and just with the power cable, the iabp unit would not start up. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge representative has advised that the issue has been resolved by replacing the power supply monitor board, and installing four pan head screws. The iabp unit was then safely and ready to be used clinically. The defective power supply monitor board will be sent to getinge's national repair center (nrc) for evaluation. A supplemental report will be submitted upon completion of this evaluation. The initial reporter was not a getinge employee as previously reported, but the initial reporter in block e1 is a getinge's authorized contract employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge representative has advised that the reported issue was caused by missing screws and damage to the power supply monitor board. A new power supply monitor board has been ordered and repairs have not been completed on the iabp unit at this time. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during a service/test performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) could not turn on despite the power cable being connected. It was noted that the iabp unit was able to be turned on with the battery and no power cable, but with no battery and just with the power cable, the iabp unit would not start up. There was no patient involved and no adverse event was reported.